Event description:
As reported by the health authorities, this was a coil embolization of a spontaneous subarachnoid anterior communicating aneurysm rupture and hemorrhage. It was found that the spring coil of a 5x15 orbit galaxy coil (640cf0515, 30683880) had fallen off in advance and remained in the catheter. The doctor immediately took out the fallen spring coil. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). The device was discarded, therefor, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30683880 number, and no non-conformances related to the malfunction were identified. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the health authorities, this was a coil embolization of a spontaneous subarachnoid anterior communicating aneurysm rupture and hemorrhage. It was found that the spring coil of a 5x15 orbit galaxy coil (640cf0515, 30683880) had fallen off in advance and remained in the catheter. The doctor immediately took out the fallen spring coil. There was no patient injury reported. No additional information is available. The device was discarded, therefor, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30683880 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. Premature detachment is a known potential procedural complication associated with the orbit galaxy coil. The instructions for use (IFU) cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. The microcoil system should be gently removed. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.